Manufacturer narrative:
Of the three malfunction, two devices were returned for evaluation. Both evaluations confirmed for balloon rupture. For the device that was not returned, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three (3) malfunctions. A review of the reported information indicated that model at75166 pta balloon dilatation allegedly experienced a material rupture. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the three malfunctions, one patient was a 73 year-old female, weighing 161 lbs; the remaining two patients' age, weight, and gender were not provided.

Manufacturer narrative:
Of the three malfunction, two devices were returned for evaluation. One evaluation confirmed material rupture, while the company is still investigating the issue of the other returned device at this time. For the device that was not returned, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three (3) malfunctions. A review of the reported information indicated that model at75166 pta balloon dilatation allegedly experienced a material rupture. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the three malfunctions, one patient was a (B)(6) year-old female, weighing (B)(6) lbs; the remaining two patients' age, weight, and gender were not provided.